Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding this observation. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the mean gradient was measured at 60 mm hg. A balloon aortic valvuloplasty (bav) was performed and reduced the gradients, but central aortic regurgitation was noted to be severe. Subsequently, a second transcatheter bioprosthetic valve was implanted valve in valve. The regurgitation resolved and the gradient was reduced to 20 mm hg. No other adverse patient effects were reported.